Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Washout and poly bearing exchange: dr (B)(6), (B)(6) hospital, (B)(6) 2019. The patient underwent bilateral total knee replacement on (B)(6) 2018 where the attune cr rp implants were utilised (dr (B)(6), (B)(6)). Postoperatively the records indicate that the patient experienced oozing wounds on both the left and right. This continued for a number of days and finally resolved. In the past week, the patient reported dropping something on his left knee and then experiencing ever-increasing pain. The patient has presented with a painful and very swollen left knee. (With obvious signs of infection) a decision was made to wash out the knee and exchange the liner. On opening the knee (dr (B)(6), (B)(6) hospital) a large amount of puss was present. The knee was debrided and washed out. The poly liner was removed and exchanged. Male patient, initials: (B)(6), dob: (B)(6), (B)(6) years old.